Event description:
On 4/12/91 an ipp device was implanted. On 7/3/91 the reservoir was revised. On 11/15/96 the ipp device was removed from the pt and another device implanted due to cylinder aneurysm. Add'l lot/ser no: 5157l 012.